Manufacturer narrative:
(B)(4). Concomitant medical products: : 00151505444 61869990 maxera cup liner and shell with plastic barrier 44mm i.d. 54 mm o.d. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-00934.

Event description:
It was reported that patient is experiencing pain approximately 3 years post-implantation. Attempts have been made and additional information on the reported event is unavailable.